Event description:
It was reported that the dexcom g7 sensor lost connection to the ilet pump, resulting in signal loss to the ilet only, and the user re-entered the pump pairing code while support confirmed the pump was in pairing mode and provided education on the pairing period. No reported clinical symptoms or adverse physiological effects. Outcomes included no reported impact on health, no emergency treatment, and no hospitalization. Investigation included technical troubleshooting and user education. Investigation of this case revealed successful re-initiation of pairing steps with confirmation that the device entered pairing mode. It was concluded that the event was related to temporary communication loss between the cgm sensor and the pump, resolved through standard troubleshooting without clinical consequence.